Event description:
It was reported that the pump delivered a bolus without user input. Reportedly, a safety pin number had been set in the pump and that the manual bolus was not performed by the parents. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Tandem quality engineer reviewed pump data logs on january 19, 2023. The logs were reviewed for 9-jun-2022 to 24-jun-2022. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. A pin is only set on 06-24-2022. Prior to this, the pin was not enabled and the patient could therefore simply unlock the pump to access all settings. Following the pin being set, the pump begins to request pin entries for actions requiring pin. The pump successfully stops incorrect entries and correctly unlocks when a correct pin is entered. The reported issue could not be confirmed.